Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient had an uncut area on the side cut in the left eye. The surgeon managed to proceed. A sticky bed side was noted but the surgeon managed to lift the flap. The surgery was completed successfully with excimer laser.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The company service representative examined the system and was unable to confirm or replicate the reported event. The company service representative realigned the laser cavity as a preventative measure. The system was then and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).